Event description:
As reported during use of a carotid shunt the distal balloon did not remain inflated. The device was not exchanged as the healthcare provider successfully mitigated the problem by clamping the balloon line with a surgical instrument and periodically adding additional air to inflate the balloon during the procedure. The doctor suspected a small hole in the balloon. The patient anatomy was noted with distal tortuosity. The patient was well. No patient complications were reported.

Manufacturer narrative:
Additional manufacturing narrative: the device was not returned to edwards for evaluation so the reported condition was unable to be confirmed. Based on the information received we are unable to determine the cause of the reported condition. Adequate design and manufacturing controls were determined to be in place to detect alleged defects during the edwards manufacturing process. Root cause could not be determined based on the provided information. Manufacturing records were reviewed and no manufacturing non-conformances were identified. A review of the IFU was performed and no inadequacies were identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored on through the edwards quality system and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Investigation into root cause is currently underway.